Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged a day after implant. It was confirmed via chest x-ray. The electrogram was showing premature ventricular contractions marker with an immediate atrial sense marker. Threshold appears to be capturing the ventricle instead of the atrium and sensing is poor. The ra lead was explanted and the port was plugged. No additional adverse patient effects were reported.